Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. (B)(4) have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported by the legal department, ¿a certas plus valve was having unintended change and was revised. In 2011, the patient had memory loss, migraine headaches, and problem putting sentences together correctly. Her doctor advised her to get an implant of a codman shunt. The shunt was implanted. Approximately around (B)(6) 2011, the patient noticed the painful symptoms recurring; however, she was still able to work. Approximately around (B)(6) 2011, due to medical issues the patient was unable to drive a car. Her doctor suspected a shunt malfunction and had some tests done concerning the shunt malfunction. On (B)(6) 2018 the patient went to see her treating doctor because of a pseudotumor cerebri and a malfunction of ventriculoperitoneal shunt. The doctor had the shunt reprogrammed from 50 mm water to 100 mm water. Her x-rays for that date stated that the shunt had been programmed "shunt set at 40". On (B)(6) 2018, the patient mentioned to her physician she felt very well for 2 days and then she started to have intercranial hypotension headaches. The doctor explained, "because of the repeated chin [sic] of this changing of the shunt setting is still at 50. This patient needed urgent surgery with a revision [i.e., replacement] to avoid any possibility of development of subdural hematoma which could become life threatening." On (B)(6) 2018 the patient's lcna x-ray report from her doctor states "programmable shunt set at approximately 50". On (B)(6) 2018 her lcna x-ay reported that the "programmable shunt was set at approximately 100". On (B)(6) 2018 the patient had an appointment with her surgeon because "[of a] preoperative visit for a revision [replacement] of the vp [brain or ventriculoperitoneal] shunt. The programming of the shunt is not working and every time we reprogrammed the shunt to a pressure of 100 it goes back to a pressure of 50 and the patient is experiencing intracranial hypertension headaches." On (B)(6) 2018 the patient had a CT of her head because of malfunction of vp shunt; no acute abnormality was noted. On (B)(6) 2018 the patient had another CT of her head because of malfunction "of vp shunt - stryker protocol w/o contrast." During (B)(6) 2018 the patient had bad migraine headaches, rates at a 7 or 8 of a possible 10 with 10 being unbearable pain, she had loss of balance and trouble walking around, and cognitive issues, as she was having problems with memory, and problems being able to put complete sentences together. On (B)(6) 2018 because of a "malfunctioning ventriculoperitoneal shunt for pseudotumor cerebri" otherwise a defective brain shunt valve, the patient underwent the surgical procedure of a "CT scan-guided revision of the shunt and placement of a new ventriculoperitoneal programmable valve", otherwise replacing the defective brain shunt valve, and setting the new implant valve at 120 mm and confirming that initial implant data with x-ray. The reason or ¿indication for surgery¿ of (B)(6) 2018, was that the patient had a ¿history of pseudotumor cerebri¿, and ¿she had underwent placement of a programmable ventriculoperitoneal shunt in 2011¿ and in 2018 and 2019 ¿she started to develop orthostatic headaches and we found out that there is a malfunctioning of the programmable valve [and there were]¿ some repeated attempts to program the valve and the valve kept keeping the pressure at 50 mm water .. [They] suspected that the patient might have intracranial hypotension [and the doctor] advise the patient to have a revision [i.e. Replacement] of the shunt.¿ on (B)(6) 2018 she had a physical examination by aprn (B)(6), and examination of her shunt tube x-rays. On (B)(6) 2018 the patient said that she had ¿a lot of pain post-op¿, ¿rates pain at a 8-9/10 in her neck and stomach¿, and had a CT of her chest and abdomen without contrast to evaluate the vp shunt and the doctor concluded, ¿no acute abnormality. No shunt discontinuity. Fatty liver.¿ on (B)(6) 2018 the patient¿s record showed that she had a ¿postoperative follow-up after a vp shunt revision [replacement] that was done on (B)(6) 2018. She states that her headaches have improved since surgery. She still having headaches but in the mornings. She has balancing issues and had several falls.¿ on (B)(6) 2018 the patient visited her doctor and she had a new pain behind her ear, that her doctor told her would settle down, for status post ventricular shunt replacement, and postoperative visit. On (B)(6) 2018 ¿the patient came today for evaluation status post a revision of a ventriculoperitoneal [hence vp] shunt. She has been experiencing some increase pressure headaches in the morning and she was concern about this increased pressure in the morning and she is coming in today to check her shunt and the pressure settings.¿ the same lnca reports conclude, ¿the examination of the x-rays of the head showed that the shunt was programmed to 120 mm water and we reprogrammed the shunt to 100 mm water, and we will check on the patient after 3 weeks.¿ on (B)(6) 2018 the patient had an x-ray of her skull because of hydrocephalus, to evaluate the shunt setting, and the doctor had the following findings about her shunt settings, ¿programmable ventriculostomy shunt catheter with the indicator setting of approximately 120 mm h2o on the first image. The final image setting is approximately 90 mm h20. No evidence for shunt discontinuity.¿ on (B)(6) 2018 progress notes at (B)(6), the doctor states ¿the patient presents today for follow up evaluation after having a vp shunt revision [replacement] with the doctor in (B)(6) 2018. At her last appointment the vp shunt setting was adjusted. On (B)(6) 2019 her progress notes of lcna show: ¿the patient presents with complaints of swelling to the right frontotemporal region anterior to her shunt. She states that she had this swelling on a couple different occasions, and it has resolved on it own after pain and headaches similar to the symptoms [sic] she also has complaints of neck pain and headaches similar to the symptoms she was having prior to the shunt revision. On that same date her lcna diagnosis shows: ¿assessments 1. Pseudotumor cerebri 2. Headaches 3. Ventriculoperitoneal shunt status. The patient presents today with increasing headaches and neck pain¿ problems with her balance. She has had some intermittent swelling around the shunt in the right fronto temporal area. The shunt reservoir is sluggish to refill¿ addendum: I reviewed the shunt x-rays and the shunt setting was at 80. In (B)(6) 2018 shunt was adjusted to 100¿. There have been no adjustments to the shunt since that time somehow it is now at 80. I adjusted the shunt back to 100 which was confirmed by x-ray after the adjustment.¿ on (B)(6) 2019 because of a new onset of headaches, x-rays were made of the shunt, showing no evidence of discontinuity, and ¿the shunt setting for image #9 is a proximately 80-90 mm h20. The shunt setting for image #10 is approximately 110-120 mm h20. The skull is otherwise unremarkable¿ and another series then showed ¿no acute abnormality. Stable ventriculostomy shunt catheter.¿ the patient had a 6 month follow up, and she complained of dizziness, nausea, headaches, blurry vision when first waking up in the morning, neck pain, numbness and tingling; and she states she has a constant headache and diffuse suboccipital pain with bilateral blurred vision. On (B)(6) 2019 the patient had an x-ray of her skull with 2 views, to evaluate the shunt setting, with was 100, the same as previously set. The (B)(6) 2019 treatment narration explained: ¿plain films of the skull were reviewed which showed shunt setting at 50-60 mm h20. She was reprogramming downstairs in radiology to 100 mm h20 and confirmed with skill plain films during today¿s visit¿.¿ on (B)(6) 2019 because of alleged ¿pseudotumor cerebri, shunt reprogram¿, the x-ray verified that the patient had a ¿shunt tubing setting at approximately 100 mm water.¿ the patient¿s assessment on (B)(6) 2019 states, ¿the patient had an x-ray today and her shunt had not changed from her previous visit. Prior to this it had spontaneously adjusted from 100-60. At her last appointment the shunt was readjusted to 100. Plan for her to return to the office in 2 weeks for another skull x-ray for shunt setting check. I instructed her to contact our office if she has increased in her symptoms of pressure headache.¿ the patient¿s lcna progress notes of (B)(6) 2019 show the reason for the appointment that day is: 2 weeks [since last visit] 2. Patient states sunday she started to get a pressure headache 3. Complaints of dizziness 4. Complaints of changed vision. The patient is a (B)(6) y/o female who presents for follow-up evaluation of her vd shunt. She had the shunt in 2011 and is s/p revision of the shunt in (B)(6) 2018. She states that the settings kept changing spontaneously about 7 years after having the original shunt replaced. After 10 months of having the revision, her shunt settings change spontaneously again. The shunt was reset but the settings change again (B)(6) of this year. The shunt was reprogrammed to 100. She states that the started having pressure headache and dizziness two days ago. Today her shunt settings had changed to 30, she has been for a recent spinal tap which revealed an opening pressure of 15 mm h2o. We adjusted her shunt to 100 again today. On (B)(6) 2019 "preoperative diagnosis: malfunctioning shunt for benign increased intracranial pressure". On that date, the patient had a removal of the old ventriculoperitoneal shunt and replaced it with another valve including the ventricular catheter and the whole valve in the peritoneal catheter.